Event description:
Had to leave job duties; while wearing mask at work, I became dizzy and felt faint. I believe it was because I wasn't getting enough oxygen. This was a third incident. FDA safety report ID # (B)(4).